Event description:
The customer reported that there was no display on the monitor and the system shuts off.

Manufacturer narrative:
(B) (4). The ge service rep found that the lcd display was not working, so he replaced the lcd. He also calibrated the touchscreen. The system now operates as intended.